Event description:
It was reported that the broken screw was removed from the left s1 pedicle. The patient was fused prior to removal.

Manufacturer narrative:
DHR review of the related device found no discrepancies that would contribute to the reported event. "Bending, fracture, loosening or migration of the implant" are listed as possible adverse effects on the package insert.